Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. One paper print radiographic image was received with the complaint. The subtracted image was contrast enhanced and a catheter was seen within the artery. Filling defects were present on the image. There were no markers or identification present on the image. The image may represent an angiogram. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedure; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported an angio-seal was placed in the right femoral arteriotomy on (B)(6) 2010. The pre-insertion angiogram performed revealed a "textbook" closure location in relation to the vessel location, size of vessel and there were no deterrents present in the closure site. A pt complained of pain in her leg and returned to the hospital on (B)(6) 2011, where an angiogram and ultrasound were performed. The results revealed a clot at the closure site and up into the iliacs, which was restricting blood flow. The physician used an export catheter to remove the clot with two passes. Upon removal of the catheter, the physician noted a "stark white" material in the artery. The pt had an atherectomy procedure on (B)(6) 2011 and the "stark white" material in the artery was determined to be skin flap and not on the angio-seal. The pt was recovering and doing well post surgery.